Event description:
Bursa removed in left knee [bursa removal]. Felt bone sliding [joint instability]. Pain both going up and down stairs [pain]. Did nothing the second time at all [therapeutic response decreased]. Knee was hurting [arthralgia]. Right knee replacement [knee arthroplasty]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for previous use of synvisc one injection in her knee, orthoscopic surgery on her right knee and tinnitus. It was reported that the patient had pulsing or hissing all the time in her head. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection (route of administration and dosage regimen not provided), in an unspecified knee. The lot number for synvisc one was not provided. On unspecified dates, the patient had bursa removed in left knee, felt bone sliding, pain both going up and down stairs, her knee was hurting and underwent right knee replacement. It was reported that synvisc one did nothing the second time at all (sub-therapeutic response). It was also reported that the patient's right knee got really bad. The patient stated that she was walking without walker or cane after the right knee replacement surgery. The patient was in rehabilitation for five days after receiving synvisc one. The action taken with synvisc one treatment was not provided. The outcome for the events of bursa removed in left knee, felt bone sliding, pain both going up and down stairs, knee was hurting, right knee replacement and "did nothing the second time at all" was not provided. Relevant concomitant medications reported include corticosteroid (unspecified). The intensity for all the events was not provided. The relationship between synvisc one and all the events were not provided.

Manufacturer narrative:
MFR's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.